Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2008: the patient underwent an abdominal sacrocolpopexy, burch colposuspension, abdominal repair of cystocele, cystoscopy, posterior colporrhaphy (spate approach per vagina), an vaginal repair of perineocele with implantation of a bard flat mesh. On (B)(6) 2012: due to post-op complications, the patient underwent botox injection in pelvic flood muscles and bilateral pudendal nerve blocks robotic assisted laparoscopy, lysis of adhesions, mccall culdoplasty, cystoscopy and removal of the bard flat mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation is obtained, a follow up MDR will be submitted.